Event description:
A 73 yr old male pt was undergoing cardiac catheterization and revascularization in the cardiac angiogram suite when the pt suddenly developed confusion, dysarthria, and right sided arm and leg weakness with facial droop. The pt was given peripheral tissue plasminogen activator in the angiogram suite.